Event description:
An unsuccessful attempt was made to advance the ultra select guidewire through an area of stenosis. As the guidewire was withdrawn, the coil on the tip detached in the body. Unsuccessful attempts with a percutaneous snare were made to retrieve the coil. Surgical retrieval of the coil was successful, and the pt suffered no adverse sequela.